Event description:
It was reported that this right ventricular (rv) lead was found to have triggered lead safety switch (lss) due to high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts observed no noise and was able to confirm the rv lead pacing impedances measured greater than 2000 ohms. It was also noted that the lss had been triggered twice. Ts discussed potential causes and troubleshooting options with the hcp. At this time, the hcp stated that the physician will continue with monitoring. The rv lead remains in service. No adverse patient effects were reported.